Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported being recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the emergency room visit was 302 mg/dl. Customer reported vomiting at the time of the emergency room visit. Customer reported that his health care provider believed that the elevated blood glucose level was due to the insulin pump malfunctioning. Customer also reported that the insulin pump returned a battery out limit shortly before the call. Blood glucose level was 221 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.